Event description:
It was reported that the wake button became detached from the pump. Additionally, it was reported that the pump touchscreen was unresponsive and that the pump was on, but the display remained black. Lastly, it was reported that the cartridge was "frozen" onto the pump and unable to remove. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button issue was verified, but the alleged touchscreen issues and the alleged cartridge "frozen" onto the pump issue could not be verified.